Event description:
Report received of a tubing "splitting" with no pump alarm. The pt was receiving d5 1/2 ns with 20meq kc1 at 100 ml/hr via an acclaim encore pump through a 22-gauge IV catheter. It was reported that the tubing ballooned out and "split". The split was at the distal end of the tubing, just above the rigid male luer at the end of the tubing. The split was approximately 3/4 inches in length. The tubing had been in use approximately 24 hours prior to the reported split. There was no reported bleedback or blood loss. The pt's IV line remained patent. There was no reported adverse effect to the pt.